Manufacturer narrative:
(B)(4) went to the site and checked the system operation. The engineer was able to reproduce the reported issue. He had to recalibrate the system movements and system was brought back to specifications. No other issues or reoccurrences were reported and the customer accepted the release of the system. (B)(6).

Event description:
It was reported that (B)(6), was performing a hip x-ray on a patient when the x-ray tube moved abruptly and smashed her right hand into the x-ray table. (B)(6) was positioning the x-ray tube for the cross-table lateral x-ray examination with the patient on the table. (B)(6) pushed the "all move" button on the tube but she could not control it. The tube was close to the table and when the technologist pushed the button, the tube jerked and smashed her right hand into the x-ray table. (B)(6)'s hand got stuck underneath the tube and the tube would not move. Another (B)(6), who was present in the room and was assisting during the exam, had to move the table to free (B)(6)'s hand. A follow-up call was made to (B)(4), who confirmed that the reported injury does not appear to be serious just slight bruising and a scratch and the technologist did not seek medical intervention.